Event description:
It was reported during a da vinci assisted hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was missing as it fell into the patient. The mcs tip cover accessory was not retrieved during the same procedure as an ultrasound/CT scan was performed following completion of the case and revealed the sheath was left in the patient's abdomen. A subsequent procedure was performed to retrieve the item. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the mcs tip cover accessory was inspected prior to use and there was no damage noted. The customer did not know exactly when the accessory fell into the patient, but confirmed it fell after the procedure. The surgeon had no issues with functionality of the mcs instrument during the surgical procedure and it is unknown if there were any instrument collisions. The customer did not use a reducer and there was no difficulty removing the instrument. The mcs tip cover accessory appeared properly installed to the instrument and was in use for approximately two hours. The mcs tip cover accessory was retrieved the following day with a local incision in radiology. The patient tolerated the subsequent procedure and there are no reports of post-operative complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting the mcs tip cover accessory fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. The customer revealed that the product was still with the customer. Although the complaint regarding mcs tip cover accessory was not confirmed by failure analysis since the accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The mcs instrument that was used during the procedure has been received for analysis, but the evaluation has not yet been completed. An event verification confirmed the procedure was performed on the reported event date on (B)(6) 2022 on system sk3087. The probable root cause of the mcs sheath falling cannot be determined based on the information provided. Since the accessory was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip cover accessory fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during a subsequent procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument involved in this event was returned without the tip cover. The reported symptom was not found to be related to the returned instrument. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.